Event description:
Physician was performing exam under anesthesia. Exploratory laparotomy. Lysis of adhesion. Total abdominal hysterectomy. Bilateral salpingo-oophorectomy. En bloc rectosigmoid resection. Upper vaginectomy. Bilateral pelvic periaortic lymph node dissection. Omentectomy. Appendectomy. Cystoscopy. Mobilization of splenic flexure. A 25-mm side end, functional end-to-end rectosigmoid anastomosis. This was the second of two covidien ligasure impact tissue fusion open instruments that malfunctioned by the jaws not reopening.